Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced a neurological impairment that required prolonged hospitalization. In addition, an irrigation issue during use on patient issue occurred. It was confirmed that the drip stopped due to decompression of the pressurized bag for octaray mapping catheter irrigation. The stoppage of the drip was confirmed at the time of post mapping, but the timing of the stoppage was unknown. The patient had difficulty moving her left hand when leaving the room, but recovered afterwards. No intervention was required and patient fully recovered, however, the patient required prolonged hospitalization for follow up observation. The physician¿s opinion on the cause of this adverse event was procedure related. The physician commented that the relationship between the event and the product was that it was not related to the catheter, but due to insufficient pressurization for octaray mapping catheter because of the pressurized bag. The issue was not related to the pump (it was related to the pressurized bag for octaray mapping catheter). No char or thrombus found on the octaray mapping catheter or qdot. The octaray mapping catheter was irrigating properly before the issue with the pressurized bag.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31267813l and no internal actions related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).